Event description:
Customer reported that the insulin was squirting out during the manual prime. Customer stated that he has an issue with the insulin pump timing out and states that the insulin pump is not working. Customer reported that he filled up the insulin pump and it continues to tell him to fill up more. Customer also mentioned noticing air bubbles in the tubing. Customer also stated that the insulin pump could not push the reservoir forward to release any insulin drops. Customer's current blood glucose reading is 118 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.